Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented at the hospital after receiving inappropriate shock therapy alerts. Upon interrogation of the device, old egm episodes and diagnostics were not cleared. The patient was scheduled for a device replacement.

Manufacturer narrative:
The reported field event of an egm anomaly was not confirmed in the laboratory. The device was tested on the bench and segms were stored, retrieved, and viewed successfully. The reported field event could not be determined.

Event description:
Clarification of the event: the device was explanted due to normal elective replacement indicator.

Event description:
Additional information received indicated that the device was explanted and returned.